Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/ perforation(uterus)/ migration of essure device location of device : part of it was in uterus') and device dislocation ('migration') in an adult female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia), plasma cell mastitis ("granulomatous mastitis/ autoimmune disorder type of disorder: granulomatous mastitis"), fatigue ("fatigue"), alopecia ("hair loss"), toothache ("dental problems pain in teeth"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain"), abdominal pain ("abdominal pain") and facial pain ("face bone pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, plasma cell mastitis, fatigue, alopecia, weight increased, hormone level abnormal, vaginal haemorrhage, migraine and vaginal discharge outcome was unknown and the dyspareunia, toothache, pain in extremity, abdominal pain and facial pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, facial pain, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pain in extremity, plasma cell mastitis, toothache, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : reporters added. Patient¿s dob added. Lot number added. Removal date added. Events added : hormone level abnormal, vaginal haemorrhage, migraine, vaginal discharge, pain in extremity, abdominal pain, facial pain. Event ¿tooth disorder¿ updated to event ¿toothache¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), plasma cell mastitis ("granulomatous mastitis"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, plasma cell mastitis, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, plasma cell mastitis, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury to herself¿ was updated to more specified events¿ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding); general abnormal bleeding, granulomatous mastitis, migration, perforation: uterus, fatigue, hair loss, dental problems, weight gain and she did not undergo an essure confirmation test¿. Demographics; essure indication (amended) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.